Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately two months ago. Aneurysm morphology from the time of implant is unknown. The bifurcated stent graft was implanted from the left side and an extension limb was added to the ipsilateral side. The aorta had a natural bend at the proximal lateral portion of the left side that demonstrated a slight indentation. That area was ballooned a several times and looked good on the post angio images. The limbs were crossed and this added to the tension placed on the proximal limb. It was reported that the right limb occluded. The patient was referred to another physician who attempted to re-open the right limb via angiojet and angioplasty. The limbs appeared to have been successfully opened the physician decided to treat the patient using with another manufacturer's aorto-uni-iliac stent graft two weeks post implant. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (arterial occlusion), patient's condition affected effectiveness of device (tortuous aorta), device failure/lack of effectiveness related to patient condition (tortuous aorta).